Event description:
(B)(4). Excruciating pelvic pain, migraines, nausea, hair lost excessive bleeding in between periods and now bleeding that won't stop. Painful sexual intercourse, fatigue and also joint pain. Everyday I have chills and I know I feel sick after I have this device inserted in my body .